Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer suspected a balloon rupture. There was no reported injury to the patient. Reported via medwatch: mw5090884.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer suspected a balloon rupture. There was no reported injury to the patient. Reported via medwatch: mw5090884.